Manufacturer narrative:
H10, h3,h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. The allegation reported physically conflicts with the returned device. Anchors and suture were returned with the device in place. The device displayed no damage. The depth limiter was attached. The device cycled and actuated as expected. There was no fault found. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Risk management files contain the reported failure mode. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the "fast-fix 360 curved needle" deployed prematurely. In consequence, the t1 implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.